Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an symptomatic patient presented to ER with device in back up vvi mode. The patient received inappropriate therapy. The lead had dislodged. The patient has chronic atrial fibrillation and is pacemaker dependant. The patient also has old pacemaker implanted on opposite side. The ICD was programmed off and the pacemaker was turned on for pacing until lead revision. When lead repositioning was unsuccessful the lead was extracted and replaced.